Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Due this event the patient experienced nerve damage on legs. His highest blood glucose level was 972 mg/dl and had moderate ketone level. While in the emergency room, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, the patient faced ten bent cannula issues between (B)(6) 2022 to (B)(6) 2023, which he noticed after 3 or more hours after insertion. The infusion set had been used for less than 3 hours. Moreover, the site location was patient's abdomen. Furthermore, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.